Manufacturer narrative:
Device received with end cap broken off. Unable to perform displacement test due to end cap broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the cosmetic damage on the drive support side. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.